Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient and from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that beginning about a week ago they stopped feeling stimulation and saw the end of service (eos) message on their patient programmer. There were no allegations/dissatisfaction against the ins longevity. The patient does not having a healthcare professional (hcp) for their device but they do have a pain management hcp. The patient met with their manufacture representative (rep) at the hcp¿s office. The patient said that since they were not getting any relief with what the hcp had suggested for treatment that it was suggested that the patient look into a newer implant model. Patient services reviewed ins information. The device is more for their back and leg. They have had issues. Due to where the leads are physically placed, the leads are not going up their back very much so apparently the leads were short. Because of this, the hcp suggested next time to put the leads up at a higher location. The patient has not been getting relief beginning about two and a half years ago. Patient services mailed hcp listings to the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare provider (hcp) indicated that the ins was removed due to "discomfort" sometime in 2020. The leads remain implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.